Event description:
It was reported that the customer had issues with inserting the sensor. The customer stated that there was no cannula inside the sensor. The customer stated that there was a very small red mark where the needle had punctured the skin. The customer checked the insertion site and stated that the cannula had not come off under the skin. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted into the sensor. It could not be confirmed that the customer received the sensor damaged due to the sensor being returned opened and used. The needle was missing.